Manufacturer narrative:
Device evaluation: visual analysis of the returned pinnacle anterior/apical mesh assembly showed that the needle was missing from the solid blue dilator, confirming the reported complaint of needle detachment. Visual and mechanical analysis of the returned capio suturing device showed no defects and that it operated smoothly and freely. The directions for use state that the procedure should be performed with care to avoid puncture of laceration of any vessels, nerves, bladder, urethra or bowel. The probable root cause for the perforation was determined to be user/use error. The probable cause for the needle detachment was found to be design. Correction: "describe event or problem" field initially erroneously stated that it was unknown how the bladder perforation was treated; this section has been corrected to state that sutures were used to repair the bladder.

Event description:
Note: this report concerns the fourth of four devices that were used during the same procedure. Manufacturer report #3005099803-2010-01695 concerns the first device, manufacturer report #3005099803-2010-01696 concerns the second device, and manufacturer report #3005099803-2010-01616 concerns the third device. It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure, after two uphold vaginal support system placement attempts were aborted due to needle detachment, the physician attempted to use a pinnacle anterior/apical pfr mesh assembly to complete the procedure because the facility did not have another uphold device on hand. The physician threw the first mesh leg into the sacrospinous ligament and when the capio device from this pinnacle kit was pulled out from the patient, it was found that the lead suture had detached. Approximately one centimeter of the lead suture with the needle at the end detached was captured inside the capio cage. It was noticed that the capio cage seemed to break and shear the lead suture as the needle was passed into the cage. The physician implanted the mesh assembly using stand-alone sutures and the patient was catheterized. However, at this time, blood was noticed within the catheter. The physician performed a cystoscopy and it was discovered that the bladder had been perforated. The pinnacle mesh assembly was removed from the patient. A separate urologist from the facility was able to treat the bladder perforation within the same procedure. The urologist used sutures to repair the bladder. Due to this issue, as well as those described in the related manufacturer reports, the procedure was not completed. The patient is reportedly "stable."

Manufacturer narrative:
(B) (4) surgery aborted/stopped or for catheterization. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Note: this report concerns the fourth of four devices that were used during the same procedure. Manufacturer report #3005099803-2010-01695 concerns the first device, manufacturer report #3005099803-2010-01696 concerns the second device, and manufacturer report #3005099803-2010-01616 concerns the third device. It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure, after two uphold vaginal support system placement attempts were aborted due to needle detachment, the physician attempted to use a pinnacle anterior/apical pfr mesh assembly to complete the procedure because the facility did not have another uphold device on hand. The physician threw the first mesh leg into the sacrospinous ligament and when the capio device from this pinnacle kit was pulled out from the patient, it was found that the lead suture had detached. Approximately one centimeter of the lead suture with the needle at the end detached was captured inside the capio cage. It was noticed that the capio cage seemed to break and shear the lead suture as the needle was passed into the cage. The physician implanted the mesh assembly using stand-alone sutures and the patient was catheterized. However, at this time, blood was noticed within the catheter. The physician performed a cystoscopy and it was discovered that the bladder had been perforated. The pinnacle mesh assembly was removed from the patient. A separate urologist from the facility was able to treat the bladder perforation within the same procedure. It was unknown how the perforation was treated. Due to this issue, as well as those described in the related manufacturer reports, the procedure was not completed. The patient is reportedly "stable."